Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the product code and lot/batch number for the stapler used with the ecr60b cartridge (ex, ec60, long60a, pse60a, etc)? The used device is echelon long60a , the reload is ecr60b did the device deliver any staples? Yes. If yes, were the staples formed properly? The staples were properly formed for the first 2 reloads only. If yes, was the staple line complete? - the staple line was complete for the first 2 reloads only. Did the device cut? Yes. If yes, was the cut line complete? The device cut completely for the first 2 reloads only on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? The event had occurred in the third reload ( first stoke). Was buttressing material utilized? If so, which product? No buttressing material had been used. Was the instrument fired across or near an existing staple line or clip? The instrument wasn¿t fired across or near an existing staple line or clip. Were any unexpected noises heard? If so, when? The device delivered some incomplete staples after the first stoke of the third reload. Were any of the forces higher or lower than expected (closing or opening)? The long60a device was received for hands-on analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no short cut-absent cut was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the video evidence and the event description, it is unclear as to what the issue was. The device clamped on the tissue, was fired through what appears to be one stroke, and was finally opened and removed from the body. The event description cannot be confirmed.

Event description:
It was reported that during an unknown procedure there was malfunctioning of staplers which used for stomach. It didn¿t come out from the gun. No patient consequences reported.

Manufacturer narrative:
(B)(4): information is unavailable.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.at the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.what was the product code and lot/batch number for the stapler used with the ecr60b cartridge (ex, ec60, long60a, pse60a, etc)? Did the device deliver any staples?if yes, were the staples formed properly?if yes, was the staple line complete?did the device cut?if yes, was the cut line complete?